Manufacturer narrative:
Returned for evaluation was a 14cm solero applicator. During functional testing of the returned applicator, a high reflected power (hrp) code was received. Angiodynamics' complaint technician ran the device at both 60w and 140w settings. The 60w setting had lower than expected delivered power values which is consistent with hrp failure. The 140w setting gave an hrp error. The applicator was disassembled for an internal evaluation. No workmanship deficiencies were noted; all seals and connections appeared to be functioning properly. The customer's reported complaint description of high reflected power (hrp) was confirmed. Although the complaint description was confirmed, a root cause for the hrp could not be established. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Labeling review: the instructions for use, item number} which is supplied to the user with the solero applicators contains the following statements; "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. "The solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An end user reported an issue with a 14cm solero applicator. During a procedure, the unit gave a "high reflective power" message and the probe would not burn. The probe had tested fine. The procedure was aborted due to this issue. The patient was under procedural sedation at the time the decision was made to abort the procedure. The patient was rescheduled for a y-90 treatment. It was indicated the reported device is available for return to the manufacturer for a device evaluation. This event meets the criteria a reportable adverse event; patient safety risk as treatment was not provided, but patient had been sedated.